Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received he monopolar curved scissors (mcs) instrument. Failure analysis found the instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.073¿ x 0.130¿. Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a small open spot on gray tip, and the orange color is showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted there was a small open spot on gray tip showing the orange color found during inspection at the prior to start of the procedure. No fragment fell as it was not during surgery. The instrument was not used.